Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra test strips were peeling. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed that the test strips were peeling at 7:00pm on (B)(6) 2017; the alleged issue occurred when the test strips was inserted into the test strip port of the meter. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management regimen as a result of the alleged issue. She reported that one day after the issue began, she developed symptoms of ¿headache, sweating and tired¿. She denied receiving any treatment for her symptoms above and beyond her usual diabetes care and management routine. At the time of troubleshooting, the cca noted that the patient was using the correct testing steps. The alleged issue occurred after inserting the strip into the meter. The cca walked the patient through inserting a new test strip and the issue was resolved. Replacement test strips were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Headache, sweating and tired, after the alleged issue with peeling test strips began.